Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient underwent full revision surgery due to having an infection. A device history records (DHR) review was performed and both the generator and lead were confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Event description:
Additional information received noting that the infection was due to the patient experiencing skin breakdown over their generator which was likely due to the wound closure.